Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('migration of essure device location of device: deep in endometrial cavity') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, human papilloma virus infection, breast fibrocystic, dysplasia, offensive vaginal discharge, incontinence, rash (lesion), uterine bleeding, flank pain, urination difficulty, vaginal itching, bacterial vaginosis, acute vaginitis, ureaplasma urealyticum infection, painful periods, atypical squamous cells of undetermined significance, pap smear abnormal, vaginal discharge, diabetes mellitus, attention deficit/hyperactivity disorder, mycoplasma infection and vulvovaginitis trichomonal. Patient underwent essure confirmation test. Result: unilateral occlusion (right tube occluded). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 6 months 9 days after insertion of essure. In 2011, the patient experienced migraine ("migraines"), pelvic pain ("pain") and headache ("headaches"). In 2016, the patient experienced breast cyst ("cysts in breasts"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), scar ("scar tissue"), complication of device insertion ("doctors were unable to properly place due to scar tissue") and hypersensitivity ("allergy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, genital haemorrhage, vaginal haemorrhage, depression, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, alopecia, abdominal pain, headache, scar, complication of device insertion and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, breast cyst, complication of device insertion, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) . Approximate weight at the time of essure placement (B)(6) . Patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Imaging procedure - on (B)(6) 2010: right occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhoea, menorrhagia, depression, headaches, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), device expulsion ('migration of essure device location of device: deep in endometrial cavity') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, human papilloma virus infection, breast fibrocystic, dysplasia, offensive vaginal discharge, incontinence, rash (lesion), uterine bleeding, flank pain, urination difficulty, vaginal itching, bacterial vaginosis, acute vaginitis, ureaplasma urealyticum infection, painful periods, atypical squamous cells of undetermined significance, pap smear abnormal, vaginal discharge, diabetes mellitus, attention deficit/hyperactivity disorder, mycoplasma infection and vulvovaginitis trichomonal. Patient underwent essure confirmation test. Result: unilateral occlusion (right tube occluded). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), scar ("scar tissue"), complication of device insertion ("doctors were unable to properly place due to scar tissue") and hypersensitivity ("allergy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, genital haemorrhage, vaginal haemorrhage, depression, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, alopecia, abdominal pain, headache, scar, complication of device insertion and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device insertion, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 151lbs. Approximate weight at the time of essure placement 160 lbs. Patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Imaging procedure - on (B)(6) 2010: right occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhoea, menorrhagia, depression, headaches, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. New events: gen. Abnormal bleed and allergy were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('migration of essure device location of device: deep in endometrial cavity') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, human papilloma virus infection, breast fibrocystic, dysplasia, offensive vaginal discharge, incontinence, rash (lesion), uterine bleeding, flank pain, urination difficulty, vaginal itching, bacterial vaginosis, acute vaginitis, ureaplasma urealyticum infection, painful periods, atypical squamous cells of undetermined significance, pap smear abnormal, vaginal discharge, diabetes mellitus, attention deficit/hyperactivity disorder, mycoplasma infection and vulvovaginitis trichomonal. Patient underwent essure confirmation test. Result: unilateral occlusion (right tube occluded). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 6 months 9 days after insertion of essure. In 2011, the patient experienced migraine ("migraines"), pelvic pain ("pain") and headache ("headaches"). In 2016, the patient experienced breast cyst ("cysts in breasts"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), scar ("scar tissue"), complication of device insertion ("doctors were unable to properly place due to scar tissue") and hypersensitivity ("allergy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, genital haemorrhage, vaginal haemorrhage, depression, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, alopecia, abdominal pain, headache, scar, complication of device insertion and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, breast cyst, complication of device insertion, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 151lbs. Approximate weight at the time of essure placement 160 lbs. Patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Imaging procedure - on (B)(6) 2010: right occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhoea, menorrhagia, depression, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: information received via social media: new event - cysts in breasts and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: deep in endometrial cavity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test. Result: unilateral occlusion (right tube occluded). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), scar ("scar tissue") and complication of device insertion ("doctors were unable to properly place due to scar tissue"). The patient was treated with surgery (ablation). At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, depression, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, alopecia, abdominal pain, headache, scar and complication of device insertion outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), depression, migraines, headaches, migration of essure device location of device: deep in endometrial cavity,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, hair loss., abdominal pain, doctors were unable to properly place due to scar tissue, scar tissue were added. Surgery ablation was added to the event menorrhagia. Concomitant condition and reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.